Manufacturer narrative:
Related MFR # 2916596-2023-03265 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported seizure event, ventricular tachycardia, and syncope could not be conclusively established through this evaluation. Review of the log file data submitted by the account confirmed low flow alarms; however a specific cause for the low flow events could not be determined though this evaluation. The submitted controller event log files captured data from (B)(6) 2023 ¿ (B)(6) 2023. Transient low flow alarms were captured on (B)(6) 2023 ¿ (B)(6) 2023. Pulsatility index (pi) values appeared to be elevated during these events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) 2023, and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) 2023 were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's suspected seizure event on (B)(6) 2023, the patient's mouth opened, their eyes rolled back, and they gasped for air while convulsing; the episode lasted for about 10 seconds. The patient had no recollection of the event after it occurred. The patient was given amiodarone. It was noted that the patient had a history of premature ventricular contractions (pvcs) prior to their device implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient had a syncopal episode an fall in the bathroom. About 20 minutes later the patient had a low flow alarm and occasional premature ventricular contractions (pvcs). On the morning on (B)(6) 2023 the patient had an episode of ventricular tachycardia without low flow alarms. On (B)(6) 2023 the patient had a suspected seizure event, non-sustained ventricular tachycardia (nsvt), and a fall. Log file analysis captured a couple of momentary low flow events on (B)(6) 2023 and (B)(6) 2023 that did not generate an alarm while the pulsatility index (pi) was elevated. The patient was discharged on (B)(6) 2023. The patient was readmitted on (B)(6) 2023 after passing out in the outpatient lab while getting blood drawn. The patient had a low flow alarm at 12:01 of 2.2 lpm. The patient had had a similar event on (B)(6) 2023 around 8:19 am. The patient was discharged home with a zio patch at event monitor. During the events it was believed that the patient was having vasovagal events with pain and orthostatic hypotension with position changes. On (B)(6) 2023 the patient had another episode of dizziness and pre-syncope while standing at home. On (B)(6) 2023 the patient had a similar pre-syncopal event prior to coming to the emergency department. There were episodes of ventricular tachycardia that corresponded to the low flow events on (B)(6) 2023 at 8:13 and on (B)(6) 2023 at 8:16. Log file analysis captured low flow events on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023. There were a few transient low flow estimates as well as low flow hazard events. There was also a no external power event which appeared to be from a simultaneous controller lead disconnect. The alarms resolved once external power was restored.